Manufacturer narrative:
(B)(4). The sample was received and evaluated. The molded head, tube and balloon appears to be discolored with foreign substances on the exterior and in the interior of the device. The original packaging was not returned with the device. The balloon was filled with 7cc of water and was observed for leaks. No leakage was detected from the balloon or balloon inflation port (bip). The balloon was squeezed and manipulated and still no leakage was observed. The gastric lumen was then infused with water and the water exited the catheter body through the designated gastric skives in the tubing. The gastric lumen skives appeared to be jagged and torn under magnification. The jejunal lumen was infused with water and the water crossed over into the gastric lumen skive which indicates an inner lumen crossover between the jejunal and gastric lumen. The cut in the jejunal was approximately 6mm. The device history record for the lot number, aa5117n26, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving one patient. This is the first of two reports. Refer to 9611594-2016-00020 for the second report. It was reported by a nurse that, two tubes needed to be replaced due to the following incidents that occurred on (B)(6) 2015. The nurse reported a patient had a gastric-jejunal replacement done six weeks ago due to a large hole in the tube just distal to the gastric balloon almost like a gash in the tube. Additional information was received on 01/05/16 that states the gastric jejunal tube was placed on (B)(6) 2015. The tube was replaced on (B)(6) 2015, and replaced again on (B)(6) 2015 for same reported issue. No additional information provided.